Manufacturer narrative:
Actual device evaluated by simulated use testing, which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Froze beyond the tip.